Event description:
On 23-jun-2021, a customer from (B)(6) reported to biomérieux that they observed positive results when testing patient samples with vidas sars-cov-2 igg (9cog) 60t (ref. 423834, batch number unspecified) compared to negative results from other methods. The customer did not provide the results for any patient sample with each method, but only the interpretation: - vidas sars-cov-2 igg (9cog) 60t : positive result (high values) - results with abbott method (name not reported): negative result - result with magloomi method (name not reported): negative result - result with roche method (name not reported): negative result it was reported that the testing for sars-cov-2 igg was often performed in the context of pre-flight testing for air travel. At the time of this assessment, no further information was available about any patient history, vaccination status, nor potential harm or delayed results. A biomérieux internal investigation will be initiated. Note: reference 423834 is not sold or distributed in the united states. However, u.s-only product reference, 423834-01, has the same formulation and physical properties as reference 423834.

Manufacturer narrative:
An internal investigation was initiated following notification from a customer in (B)(6) that they observed positive results when testing patient samples with vidas® sars-cov-2 igg (9cog) 60t (ref. 423834, batch number unspecified) compared to negative results from other methods. Investigation the customer confirmed that no patient's sample is available for submission to the biomérieux complaint laboratory for testing. Quality records: there are no capas nor non-conformities that can be linked to the customer's issue on this vidas assay. Control chart analysis: according to the analysis performed by the complaints laboratory, involving 4 negative samples and 37 different batches of vidas sars cov-2 igg assay ref.423834, all the results of these samples were within acceptable ranges and compliant to the expected interpretation. Internal testing: as the customer did not communicate the lot of vidas sars cov-2 igg used and did not provide any patient¿s sample, it was not possible to perform testing internally. During previous investigations, some negative internal samples were tested and the results were in accordance with the specifications and expected interpretation. The complaints laboratory has also subscribed to external quality assessment programs and quality control samples were tested on vidas sars cov-2 igg during these challenges. According to the first outcomes received, all the results were compliant to expectations. Conclusion: without any information regarding the batch of vidas sars cov-2 igg assay (ref. 423834) used by this customer and without any concerned sample available, internal testing could not be performed and consequently the root cause for the customer's reported issue could not be determined.